Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approximately 45 months it was reported that the lead was extracted due to unspecified lead failure. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm distal to the df4 connector pin (into two segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 50 cm proximal to the lead tip that the insulation was found rubbed through, which is assumed to be the root cause of the reported lead failure. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.